Event description:
Device/procedure outcome: procedure completed, unable to use device - attempted patient outcome: f26: no health consequences or impact. Event description: ecn event description: the product demonstrated no issues during preparation and preparation was performed correctly, device flushed, wired and the shape of the catheter tip was tested and passed. The device was connected to the farastar cable and the flush line, wire was retracted to the catheter tip and placed in sheath, catheter was prepared and then advanced into the sheath. There was no issue present until after two flower applications were performed in the left inferior pulmonary vein. After the catheter slid anterior during the rotation, the physician complained of difficulty moving the wire in the catheter. The catheter was removed from the patient and there was also an abnormal shape to the flower tip along with the wire difficulty. A new catheter was issued and both the wire and faulty catheter and prepared to be returned. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue? Catheter was removed from the body and tested. The wire difficulty was still present along with one petal demonstrating abnormal rotation. What is the next course of action? A new catheter was issued as per physician's request. Patient present at time of event? Yes, patient complications: no patient complications patient outcome: fully recovered procedure number: pn-3059800 event date: 2026-2-26. As reported device codes: 1367: difficult to track over wire. As reported patient codes: 9398: no clinical signs, symptoms or conditions. Related product upn #: unk-p-starter. Material number: unk-p-starter. Returned product expected: no. Country of event: united states.

Manufacturer narrative:
No device was returned for analysis. The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "device interaction", "improper handling" and/or "undetermined cause" appears to have impacted on the event as reported. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently.